Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2009 patient underwent was anterior cervical discectomy and fusion (acdf) and rhbmp-2 was implanted during the procedure. Initial diagnosis: acdf for treatment of degenerative disc disease (ddd) on (B)(6) 2009, patient reported difficulty in swallowing. The patient continued current management, including taking small bites and sips, crushing oral medications as allowed; f/u office visit scheduled. On (B)(6) 2009, patient reported persistent radiating right neck and arm pain. On (B)(6) 2009, patient reported swelling at site of surgical incision. On (B)(6) 2009, patient reported persistent but improving paresthesia (numbness, tingling). On (B)(6) 2010, patient reported left shoulder pain (attributed by clinician to left subacromial bursitis).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.